Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was identified. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was evaluated. A review of the event history log identified the system error 20602 (monitor motor stall). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the logs. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.